Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, 12 mm access port & palm grip obtical tip device was being used during an rdg procedure on (B)(6) 2025 when it was reported ¿a case of prolonged postoperative paralytic ileus has occurred. It is possible that hypothermia led to the ileus because the patient remained hypothermic during postoperative extubation. Although external warming was also attempted, it occurred to the patient that a drop in body temperature could have occurred internally.¿. The procedure was completed without the use of an alternate device and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury of the patient experiencing postoperative paralytic ileus.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only persons having adequate training, familiarity, and relevant competence with minimally invasive surgical techniques should perform minimally invasive procedures. Consult medical literature relative to techniques, complications, and hazards prior to performance of any minimally invasive procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.